Manufacturer narrative:
The device involved in the reported incident has not yet been rec'd for eval. An investigation has been initiated based on the reported info.

Event description:
Event description from facility's voluntary medwatch form: a 3 cm laceration was noted on the pt's left side of the scalp as the pt was being positioned for a posterior cervical laminectomy. The mayfield skull clamp (integra 1059) was being applied by the dr. With mayfield disposable skull pins in place (integra (a1072). Packaging was discarded; lot # and expiration date unk. Laceration closed. New skull pins applied. Another mayfield clamp used without incident. Original mayfield skull clamp removed from the or; to be sent to the co for eval with the permission of risk mgmt. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. Add'l info requested from the facility. What was the original intended procedure? Posterior cervical laminectomy with instru. Device usage problem: other.